Manufacturer narrative:
On (B)(6) 2011: this complaint is being ruled-out as reportable event due to the following conclusion(s): there is no indication that the subject meter caused or contributed to a serious injury. The alleged readings correlated with the patient's symptom.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter was reading inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began a couple of weeks ago prior to contacting lfs. The patient reported blood glucose readings of "43 and 41 mg/dl" with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results meets within the expected value of <= 20% and/or <= 20 mg/dl. As part of the patient's diabetes regimen, the patient indicated she is on pills with diet and/or exercise. The patient denied taking any action regarding her diabetes regimen at the time the alleged issue began after 4:00am on (B)(6) 2011, the patient reported feeling hot, cold, and shaky. In spite of her symptoms, the patient denied seeking any medical treatment. At the time of troubleshooting, the cca noted the patient's process for testing was correct and the results obtained were from the same approved sample site; however the patient was using expired test strips. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.